Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro coating on the hp didn't extend all the way to the end of the jaws. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Char and tissue were observed on the hot and cold jaws. A visual inspection was conducted. No visual defects were observed on jaws. There were no signs of peeled silicon. On both the jaws. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure mode ¿peeled jaw¿.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro coating on the hp didn't extend all the way to the end of the jaws. The hospital did not report any patient effects.